Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that a button replacement gastrostomy device was placed in a percutaneous endoscopic gastrotomy (peg) replacement procedure in 2009. Per the complainant, three days after placement, the cap of the button became loose and opened easily after being closed. The procedure was completed with another button replacement gastrostomy device. There has been no report of complications or injury to the patient due to this event. The patient's condition post procedure was reported as good.